Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) levels lasting about three hours after breakfast. The user confirmed feeling fine and noted bgs were trending down. The following day, the user reported continued post-breakfast elevations between 200¿250 mg/dl. The agent recommended performing a fill cannula or checking the infusion site for a bent cannula and suggested a possible factory reset if the issue persisted. The highest blood glucose (bg) recorded was 250 mg/dl. Bg was corrected through the ilet¿s correction algorithm. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.